Event description:
It was reported that during a rotator cuff repair surgery, a part of the super turbovac 90 was missing. The surgical site was examined and no foreign body was found, a x-ray was taken to confirm. The procedure was completed with a delay of approximately 15 minutes. It was not reported if a smith & nephew device was available. The surgical incision was closed and an unknown patient injury was reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h2: h3, h6: ¿the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review found no prior corrective actions related to this complaint. Per case details, x-rays confirmed no foreign body in surgical site. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. The complaint was not confirmed. There was no way to determine if the device contributed to the reported event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Improper use may result in electrode detachment. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. ¿